Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor error, had two cracks on the insulin pump and when she puts in a new reservoir the insulin pump did not register it right away so she had to prime multiple times. The customer's blood glucose level as unknown. The insulin pump will not be returned for analysis.